Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports device popped, smoked & turned off, unit functions but smells of smoke. On (B)(6) 2013, customer reports this event occurred before the procedure during setup and unit was replaced. No delay, no pt involvement. Biomedical engineer reports unit worked when checked out but had odor. On (B)(6) 2013, risk assessment indicates MDR required (slee).